Event description:
It was reported that patient went for insert replacement revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon #2 cr insert 11mm was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves an insert exchange. The sales rep then stated that the knee was stiff and lacked adequate range of motion. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that patient went for insert replacement revision.